Event description:
Boston scientific was notified of an event in which a physician was using a transend ex guidewire with a jo stent for angioplasty of ica. The patient's anatomy was tortuous, and the physician had a difficult time accessing the lesion. He attempted to push the guidewire with the stent, but it was difficult. He then felt serious resistance, and removed the guidewire. Upon removal, it was found that the transend guidewire had broken in the lumen of the stent. The distal portion of the guidewire was lost.